Event description:
The customer contacted stryker to report that none of their device's buttons are responding while its in use. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's main keypad to user interface pcb cable and system pcb assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.